Event description:
The customer reported that video turned off and noise occurred when using the electrosurgical unit during inspection for use involving an olympus monitor. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.